Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
(B)(4). Reason for original complaint ¿ asr revision recommended; asr xl acetabular system (right); asr xl acetabular system (left). Update: email received (B)(4) 2011. Right hip products - product batch / lot no: 2468532, 2441534, 2410501; product serial no: (B)(4). Left hip products - product batch / lot no: 2571703 2542726 2571068; product serial no: (B)(4). Update received (B)(4) 2014. Revision date and revision reason added to right hip. Surgeon last name amended. Right hip details: date of revision: (B)(4) 2014. Reason(s) for revision: alval / soft tissue reaction. Update received: (B)(4) 2014 - amended left side product codes in description only, amended right side revision date: (B)(6) 2014. Update - update revision date for right hip side. Taken from claimsuite dated (B)(4) 2013 - rev date - (B)(6) 2014.